Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned and successfully replaced due to low pacing impedances of less than 200 ohms, as well as no pacing in the bipolar configuration. To date, no additional adverse patient effects have been reported.